Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were harder to press. Blood glucose was unknown. Customer also reported that chip was found in back of the insulin pump,battery was changed more than once,insulin pump was louder during rewind. The insulin pump will not be returned for analysis.